Manufacturer narrative:
The reported complaints of high pacing impedance and defective header were confirmed. The device was received in normal range of operation. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header revealed the atrial spring was pushed out of the ring slot of the connector by the lead as it was being inserted into the connector. No epoxy or other foreign material was found on the contact spring or in the ring slot. The connector port dimensions were found to be normal. The original diameter and shape of the spring is unknown since it is now distorted from being pushed down inside the connector bore. Manufacturing investigation was also performed to assess dislodged spring condition and root cause for this event was undetermined. After replacing the spring in the atrial channel, further electrical testing was performed with normal results. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator (ICD). It was observed that after the lead was connected to the atrial port, the pacing impedance measurement exceeded the upper limit. However, the pacing system analyzer measured normal lead parameters. The physician then visually observed a metal fragment in the atrial lead port that appeared to be a spring. The device was not implanted, and a replacement device was used to complete the procedure. The patient's condition was not provided.